Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's issue of ¿curved lever does not work properly" was confirmed. The following findings were noted during device evaluation: due to a cut on angle wire, bending section cannot be bent in up direction at all, due to a pinhole on bending rubber and the channel tube, water tightness is lost, adhesive on the bending rubber has a chip, due to wear of angle wire, the neutral position of angle knob is out of the specified position, light guide lens has a crack, connecting tube has a dent, eyepiece has discoloration and is deformed, control unit has discoloration, diopter ring has discoloration, and indication on light guide connector is unclear. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that tracheal intubation fiberscope curved lever does not work properly. Upon inspection and evaluation, the image guide tube had coat peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed coating peeling from the image guide/snake tube issue could not be determined, however, the issue was likely the result stress due to external factors, or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope inspection of the endoscope body ¿1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard¿. Olympus will continue to monitor field performance for this device.